Event description:
It was reported that this right atrial (ra) lead was fractured, with observations of noise and intermittent high out of range pacing impedances greater than 2500 ohms when raising arm above head. It was noted that when resting arm the impedances were 800 ohms. The device was reprogrammed to not provide therapy in the atrium, and the plan was to monitor. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned due to noise, oversensing and high out of impedance measurements and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the surgically abandoned lead and impact on the patient.

Event description:
It was reported that during a device replacement prior to wound closure the left ventricular (lv) was lead stuck in the header. The device header had to be cut in order to remove the lv lead. The device was explanted, and the lead remains in-service. It was reported that there were no additional adverse patient effects.